Event description:
Hhrn (B)(6) reported that after the end of the second day of infusion on (B)(6) 2023, the pump gave an error. He did not know what the error was. Rph approved a new pump be sent. Patient was able to receive full dose of therapy. No missed dose or adverse event reported. Pump available for return. No further information. Frequency: daily for 2 days every 4 weeks. Reported to cvs/caremark by: health professional.